Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported a potential complaint of "infarct in new vascular territory" was identified during transmitted source document 24 hour post-procedure images dated on (B)(6) 2024 review, as stated "a newly appeared low attenuation lesion in the right thalamus, suspicion for focal ischemic lesion in the right posterior temporal lobe ".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the physician confirmed there was no distal embolization within distal embolization within the same vascular territory.

Event description:
Medtronic received a report that the patient experienced distal embolization within the same vascular territory during a procedure I involving a solitaire, react catheter, and cello balloon catheter. It was unknown if there were any impacts to the patient or if additional intervention was required. The patient's baseline nihss score was 19. The patient's pre-procedure mtici score was 0, and post -procedure it was 2b.

Manufacturer narrative:
Continuation of d10: product ID 1610580 (unknown); product type: ; implant date n/a; explant date n/a product ID react-68 (unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.